Manufacturer narrative:
Device evaluation in process.

Event description:
The manufacturer received notification of a percival pvs25 implantation that occurred on an unknown date. It was reported that during the procedure a septal hypertrophy was noted prior to implant. The decision was made to proceed with implantation. While the patient was being weaned from bypass, the valve was interrogated and found to have a 1/3 circumferential leak at the location of the septal hypertrophy. The perceval valve was explanted and replaced with a standard sutured valve. Total cross clamp time was increased by 30 minutes and cardiopulmonary bypass time was increased by 40 minutes.

Manufacturer narrative:
A gross inspection of the received device was performed. The returned valve prosthesis was received in general good conditions but blood stained. A visual inspection was performed on the returned device. The visual ispection performed on the returned prosthesis confirmed the absence of pre-existing defects. A device deployment simulation was performed. During the simulation of the valve deployment, no problems were encountered during the ballooning phase of the returned valve in the silicon aortic root: the sealing at the annulus level is guaranteed; thus, the valve remained fixed within the annulus without observe significant anomalies. The static leak test did not highlight paravalvular leak: the water level remained stable at the free edge height of the leafleats. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the performed analyses, it is possible to exclude any relationship between the reported issue and the pvs 25/l since no evidence of circular leaks were observed, therefore the most probable root cause can be associated to the reported septum hypertrophy of the patient. The root cause is therefore attributable to procedural issues with the patients condition and is not valve related.